Event description:
The patient received multiple inappropriate shocks and oversensing was noted on the right ventricular lead. The lead was suspected to be fractured. The lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead was registering noise and triggered a lead integrity alert (lia) due to short interval counts (sic) and non-sustained tachycardia. The lead remains in use at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Lead integrity alert was triggered on (B)(6) 2013, (B)(6) 2013, and (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia (nst) and ventricular sensing integrity counter (sic). A total of 15 nst episodes of less then 220 ms cycle length are recorded between (B)(6) 2013 and (B)(6) 2013. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. Of the 2342 sic, 546 occurred since (B)(6) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2003; 4193, implantable pacing lead, (B)(6) 2003; d224trk, bi-ventricular, implantable cardioverter defibrillator, (B)(6) 2010. (B)(4).